Event description:
A tandem mobi cartridge alarm was reported by the customer. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support confirmed the alarm and arranged for a replacement pump to be sent to the customer, who will continue using the current pump in the meantime. The customer was provided with instructions for returning the malfunctioning pump and acknowledged understanding the process.